Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a philips service engineer at the distributor, the device failed the active exhalation verification test step. The device's proportional valve, 3-way solenoid valve, and machine flow sensor were replaced to resolve the issue the machine flow sensor and proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor and proportional valve was functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a philips service engineer at the distributor, the device failed the active exhalation verification test step. The device's proportional valve, 3-way solenoid valve, and machine flow sensor were replaced to resolve the issue. Device passed full preventative maintenance testing after repairs.